Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced low blood glucose (bg) levels ranging from 39 and 52 (mg/dl). The customer consumed ice cream to treat bg levels. Recommendation was made to consult with health care provider regarding diabetes management.

Manufacturer narrative:
Review of the pump data by tandem quality engineer showed that the pump logs recorded low blood glucose (bg) levels on (B)(6) 2016. Both bolus requests show that the "user override" bolus size were for a much larger insulin amount than usually requested. The user override bolus requests may have been for a miscalculated insulin amount that caused the user to experience a low bg level. The pump logs do not indicate that the insulin pump caused a low bg event. There is no evidence that the insulin pump experienced a malfunction or failure.